Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer managed the high blood glucose with breathable assistance and did not require third-party help. As a corrective action, cts confirmed a replacement pump would be provided. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.